Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, high voltage tank and high voltage cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported intermittent 'kv on in error' errors. This error will terminate system functionality. No pt or user injury was reported.